Manufacturer narrative:
Update 7 jun 2017 - after collecting additional information including multiple network captures and associated logs as reboots were reproduced on site, it was determined that the reboots are not occurring in response to a wifi disconnect. The device reboots are occurring due to multiple varying network events and errors (such as rekeying events, devices going off of the network, devices going on the network and loss of network) being received at the delta. In this environment, there are too many events and errors generated simultaneously for the delta to process effectively therefore, the device reboots in order to maintain patient monitoring capabilities. Although multiple access points are active at this site, the delta is only linked to one per the customer¿s preference. As a result of this, there is poor coverage and low signal strength that the delta has to deal with. It was confirmed that these reboots do not occur in other areas of the site where these issues do not exist. The device is working as designed. Draeger recommends that the site improves their network. The customer has chosen to use the delta devices off network which also resolves the issue.

Event description:
It was reported that during intra-clinical transport, a delta xl rebooted for several minutes. During the time of the reboot, no adequate monitoring of patients with intensive therapy was possible.

Manufacturer narrative:
The investigation has been started but not yet completed. The investigation result will be reported in a follow up report.

Event description:
It was reported that during intra-clinical transport, a delta xl rebooted for several minutes. During the time of the reboot, no adequate monitoring of patients with intensive therapy was possible

Manufacturer narrative:
The customer noted that the device reboots occurred when exiting the wireless environment and the hospital has limited wireless access points available. A draeger technician reproduced the reported symptom on site, the device reboot lasted 50 seconds. The logs provided were reviewed which also confirmed the reboot. Multiple attempts were made to obtain information regarding the sites wireless network infrastructure and a network capture during the reboot. However, no additional information has been received. Therefore, no root cause can be determined. If a delta monitor reboot occurs, the monitor will issue an alarm to alert the user that the monitor is rebooting. The monitor powers back up resuming patient monitoring.

Event description:
It was reported that during intra-clinical transport, a delta xl rebooted for several minutes. During the time of the reboot, no adequate monitoring of patients with intensive therapy was possible.